Manufacturer narrative:
The company service representative examined the system and did not find the cpc connector too tight. Cpc connector was replaced for evaluation purposes and to mitigate the problem connecting the anterior vitrectomy probe to the system. The system was then tested and met all product specifications. The cpc connector will be sent for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. The root cause of the patient event cannot be determined. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. This report was mailed to FDA on: 09/10/2009.

Event description:
The nurse reported that a posterior capsule tear occurred and then, the anterior vitrectomy probe was difficult to connect to the system. The nurse was able to get the anterior vitrectomy probe on and the surgeon performed the anterior vitrectomy. Additional information received from the nurse stated the issue was the difficulty connecting the vitrectomy probe to the system. The surgeon was able to complete the case and implanted the iol. The nurse stated there was no injury or problem for the patient.